Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in israel, during valve deployment of a 23mm sapien 3 valve in aortic position by transfemoral approach, the commander delivery system balloon burst. The patient had a porcelain aorta. A balloon aortic valvuloplasty was not done prior to valve deployment. Despite the balloon burst, the valve was well implanted. However, it was not possible to remove the commander delivery system as the burst balloon was unable to be retrieved back into the esheath, mainly because the pigtail was surrounded over the balloon. Therefore, the patient was moved to the vascular department for surgical device removal. During the intervention, a rupture in the iliac bifurcation was seen. Under aortic balloon protection, the femoral artery and the aorta were exposed, and an aorto-bifemoral dacron graft was implanted. The patient was stable post procedure. As per medical opinion, the balloon burst due to valve calcification.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation. The patient's 3mensio imagery and pictures of the balloon after procedure were provided by the site for evaluation. Review of imaging and pictures revealed the following: calcification present in the sinotubular junction (stj). Radial balloon burst at the proximal shoulder in the inflation balloon area was confirmed. Distal balloon bunched over the nose tip was partially inverted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty or inability to withdraw system through sheath and balloon burst were confirmed by provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. However, a review of lot history and complaint history did not reveal any manufacturing non-conformances that could have contributed to this case event. As per medical opinion the balloon burst due to valve calcification. It was confirmed through evaluation of the 3mension report provided that there was calcification in patient's annulus and sinotubular junction (stj). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip and or the pigtail which would have then led to the experienced retrieval difficulty. Review of available information suggests that patient factors (calcification) and procedural factors (withdrawal of burst balloon) contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.